Event description:
It was reported a patient had a severe allergic reaction. Patient experimented severe swelling of upper and lower lips four (4) days after starting the first aligner of the initial set. Based on doctor's professional opinion, allergic reaction is considered adverse event because if the patient continue with wearing the aligners the allergy could worsen. Patient did not seek medical attention with a doctor and did not go to hospital for these symptoms. Patient took a heavy dose of benadryl to reduce the swollen of the lips. Doctor requested the patient not to wear the aligners and the symptoms disappear. Patient is fully recovered but currently is not wearing the aligners.